Event description:
On (B)(6) 2012, the patient contacted animas alleging the following: the patient was in the emergency room at the time of contact. His blood glucose read "high" on the meter. He reports the pump is not working correctly and has been shooting out insulin on the load step for the last two weeks: he has had to insert a pencil into the cartridge compartment to stop the piston rod so that he can load the cartridge. He is always disconnected when doing a set change he is unsure if he is getting insulin with basal or bolus. He reports the pump has been through the security at the airport hundreds of times over the last three years. The patient had spoken with a diabetes educator around (B)(6) 2012, regarding the pump malfunction, but had not followed their advice to contact animas for a replacement pump, but had continued to use the pump. The animas representative advised the patient to go off the pump now and onto a back up plan; they also spoke with the nurse to remove the pump and she stated it has been done and the patient is on a back-up plan. The pump is being replaced. This complaint is being reported due to the fact that a patient on insulin pump therapy experienced a serious blood glucose excursion, and because of the allegation that the pump was dispensing insulin during the load step. User error cannot be discounted as a contributing factor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a review of the black box shows multiple loss of prime warnings. During investigation, the pump did not detect the cartridge during the load step. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. There is evidence of contamination on the force sensor plate. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.